Event description:
Leep procedure-intraoperatively ball electrode not functioning properly. Electrode, pencil and adaptor changed. Procedure completed. Grounding pad removed from right thigh. Area or erythema and four small dark dot like areas noted on right thigh-thought to be an electrical burn. Treated with silvadene application locally.